Event description:
The remstar pro c-flex device was returned to the third party service center for evaluation. During the evaluation of the device, it was visually inspected, and the engineer found evidence of dust contamination, burnt power connector and displayed error code: 53 (e-53: err_comp_log_sem_timeout), error code: 100 (e-100: err_humid_no_heat). The device was returned repaired.